Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly calcified and mildly tortuous left antebrachial vein. A 5.0mmx20mmx40cm (4f) sterling balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device . No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).